Manufacturer narrative:
Pump received with blank display, unable to perform self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement test, active current measurement test, and the dat test or verify unexpected battery power loss, failed batt test, no delivery alarms, possibly over delivery due to blank display. Used out test board to perform download pump history. Thump and software was utilized and downloaded trace/history files properly. Alarmed no delivery show in the trace/history files on 11/21/2025 07:16:20.00011/21/2025 07:16:36. During bolus. However, unable to data analysis for unexpected battery power loss, failed batt test due to files missing or corrupt. Pump was cut open to perform visual inspection and found broken traces on battery connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked case (battery tube). Unable verify unexpected battery power loss, failed batt test, no delivery alarms, possibly over delivery due to blank display. Pump received with blank display due to broken traces on battery connector confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported multiple issues with the insulin pump, including rejection of batteries or battery error message, random no delivery alarms, the insulin pump shutting down without notification, and the insulin pump over-delivery anomaly. The customer also reported an issue with the insulin pump display. The event involved product(s) mmt-396a, mmt-332a, mmt-1884l. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-396a. No product return is required for mmt-332a. No product return is required for mmt-1884l.